Event description:
It was reported that six weeks after a sparc implantation surgery the patient stated she "felt something." The physician "noticed a few small fibers from sling edge," "small fibers extruded." Estrace cream was prescribed and the patient is "doing better." The physician will reevaluate in six weeks. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Implanted approximately (B)(6) 2015.

Event description:
Additional information received indicated that the patient "continues to do fine." There are "no fibers now showing" and "no other treatment plans as of now." There were no further patient complications reported as a result of this event.